Event description:
The customer reported to olympus that there were defects along the bending tube sheath while using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to foreign objects found clogging the nozzle, additional findings were as follows: the adhesive on the bending section cover had a white clouded area; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, switch button one (1) had a scratch, the image guide protector had a scratch, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered inside the air/water nozzle was insufficiently removed since reprocessing failed to be performed in accordance with the instructions for use, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.